Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump and was instructed to call back if any issue recurs, and the customer acknowledged and understood this guidance.